Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the device was used to grab the gall bladder. The distal end of one of the jaws of the device snapped at the beginning of the teeth. The technician noticed that the jaw was missing after the device was removed and placed on the stand. The doctor took an x-ray to locate the broken piece of the device in the patient. It was determined that the broken piece was in a place that would not cause harm to the patient and was not recovered from the patient.

Event description:
It was reported that the device was used to grab the gall bladder. The distal end of one of the jaws of the device snapped at the beginning of the teeth. The technician noticed that the jaw was missing after the device was removed and placed on the stand. The doctor took an x-ray to locate the broken piece of the device in the patient. It was determined that the broken piece was in a place that would not cause harm to the patient and was not recovered from the patient.

Manufacturer narrative:
(B)(4). The lot device history record could not be reviewed because no lot number was provided. Upon review of the subject device, the complaint description which states" ... The distal end of one of the jaws of the device snapped ... " was confirmed. A definitive cause for the reported complaint could not be determined. In the course of the investigation, the failure mode could be replicated on a similar device, by clamping the device over a pin and bending the jaw back over against the cannula tube of the instrument in a simulated mis-use of the device (e.g. Grasping of a suture needle and bending the jaw back over the cannula portion of the device). All other attempts to break the jaws were unsuccessful. The teleflex minilap IFU under "warnings and precautions, instruction point 7 states "minilap graspers should be handled carefully to avoid inadvertent damage to the instrument tip. Damage to the instrument tip includes but is not limited to, bent or severed grasper jaws. Instruction point 8 states "do not use the minilap graspers to crush or crimp surgical instruments". It is likely that the cause of the reported complaint was a mis-use of the device. No corrective action required.